Manufacturer narrative:
Concomitant medical devices: product ID: 8709, lot# j11154r09, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving intrathecal gablofen (concentration 2000mcg/ml; dose 311.3mcg/day) via an implantable infusion pump. Patient history included intractable spasticity. The patient also had a history of autonomic storming. The patient was diagnosed with a urinary tract infection (uti) in (B)(6) 2015. The patient had a high fever of 102 degrees and was treated with oral antibiotics. No device malfunction was alleged. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.